Manufacturer narrative:
On 12/6/2019, the product investigation was completed. Device investigation summary: during visual inspection, it was discovered a crease on the anterior aspect. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with a (left) 385cc mentor memorygel breast implant and a (right) 405cc mentor memorygel breast implant, suffered left breast capsular contracture; baker grade iii and right breast slight drooping, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2018: (left) 555cc mentor memorygel breast implant catalog: 3507555mc, lot: 7548326, sn: (B)(4) and (right) 510cc mentor memorygel breast implant catalog: 3507510mc, lot: 7590097, sn: (B)(4). This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4). Mentor became aware that psr submission (B)(4) was a duplicate of this report, all further supplemental reports will be submitted under this report number.